Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced coughing and believed they might have fluid around their heart during an unspecified dwell cycle while performing therapy with the homechoice (hc) device. A baxter technical service representative (tsr) assisted the hp to perform a manual drain of 2,681 milliliters and to end the therapy session. At the time of this report, the hp was going to go to the hospital. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): as the device was not returned, a complete device analysis cannot be completed. A review of the service history and device history records was performed with no issues noted that could have caused or contributed to the reported event. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.